Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Additional information was received that this product dislodged again. The patient underwent a revision procedure and this product was explanted and replaced with a competitor's product. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found a cut in the outer insulation, which was likely induced during the explant procedure. Also the helix mechanism was not in working function due to dried blood within the mechanism. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this patient underwent a revision procedure and the lead was successfully repositioned. No further adverse patient effects were reported.

Event description:
Subsequent information indicates that the patient likely pulled their leads back and no intervention has been scheduled at this time. No serious injury or patient harm has been reported.

Event description:
Additional information indicates that this patient has been scheduled for a revision procedure in the future.

Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. At this time, there is no further information available. No adverse patient effects have been reported.